Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a chronic aortic dissection. One month later, a postoperative computed tomography scan revealed a proximal type I endoleak. Two months later, an aortic bifurcated surgical graft was implanted to bypass the brachiocephalic artery and left common carotid artery. A second gore tag thoracic endoprosthesis was then implanted and the proximal type I endoleak was successfully repaired.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: this patient was implanted with a second gore tag thoracic endoprosthesis.